Event description:
It was reported that the patient's artificial urinary sphincter (aus) cuff was explanted due to dysuresia. The physician thought the patient's dysuresia was related to the short diameter of the cuff so he decided to implant a larger cuff in order to improve the urine flow. The patient's symptoms began three weeks ago. A 3.5cm cuff was explanted and a new 4.0cm cuff was implanted. The patient was stable following the procedure.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) cuff was explanted due to dysuresia. The physician thought the patient's dysuresia was related to the short diameter of the cuff so he decided to implant a larger cuff in order to improve the urine flow. The patient's symptoms began three weeks ago. A 3.5cm cuff was explanted and a new 4.0cm cuff was implanted. The patient was stable following the procedure. An overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device, or sample, cause or contributed to the error. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Additional information: event description, device available for evaluation, returned to manufacturer date, device evaluated by manufacturer, device codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 10:28 am CT.the report number is being corrected from: 2183959-2018-61957 to: 2183959-2018-60493.